Manufacturer narrative:
The customer confirmed that there were no discordant patient sample results obtained during the time of the event. There were no allegation of patient harm as a result.

Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 5600 integrated system the investigation identified a software anomaly associated with a specific sequence of events that allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. The FDA (B)(4) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c.

Event description:
A retrospective review of e-connectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. Ortho initiated the process to contact the customer about the event on 10 april 2016. No additional information was made available at the time this report was completed, however, since the customer did not directly notify ortho of this event, it is assumed there were no allegations of patient harm. (B)(4).